Manufacturer narrative:
Investigation findings: the bur used at the time of this event was not returned and the facility does not know the catalog number or lot number of the bur. The handpiece was returned for evaluation with the bur guard. During testing of the handpiece with the bur guard, the reported problem was unable to be duplicated. The handpiece and bur guard met functional specifications. Furthermore, the user reported that they are unsure if the bur was properly seated at the time of this event.

Event description:
It is reported that during a thoracolumbar hemi laminectomy on a canine the bur from the drill "flew out of the drill collet" and hit the spinal cord. It is reported that the canine shows signs of neurological deterioration, but has since improved significantly with only mild weakness on the right side.